Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned genesis ii spc flexion/extension gap balancing sizing guide indicated that a laser mark is missing, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch; hence we consider this an isolated event. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned genesis ii spc flexion/extension gap balancing sizing guide indicated that all laser etching was present to print. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the balance measurement tool of the knee joint did no mark the line, and it cannot correctly mark the osteotomy. There was not an s&n backup device available and the surgeon had to use regular tools instead and divert from the original procedure. The surgery was completed successfully with no delay or patient injuries.